Event description:
Customer reported a button error alarm on the insulin pump. Customer stated that the cause of the button error may be due to the insulin pump being exposed to steam. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to flattened escape and express button dome switches (creased). No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device also was received with cracked case at display window corners and severely scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time